Event description:
Ous MDR - after an implantation period of about 59 months, oversensing with inappropriate shocks was reported. The lead was replaced, capped and left in the patient. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegm's confirmed the presence of artefacts, which led to the detection of vf episodes and subsequent shock delivery. Impedance and stimulation threshold measurements and sensing of intrinsic amplitudes were stable. Analysis of the available x-ray images and the x-ray film showed the presence of five leads (including two capped leads). Several potential interaction points both in the device pocket and in the distal part of the lead could be identified. It cannot be excluded that an interaction with the other leads resulted in mechanical stress and increased wear on the linox lead under complaint. However, in spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the oversensing issues. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.